Event description:
Boston scientific received information that during a routine follow up visit, this left ventricular (lv) lead revealed high ventricular pacing impedances greater than 2000 ohms. In addition, a ventricular loss of capture occurred and high thresholds. A revision procedure was performed and revealed that the left ventricular (lv) lead fracture. The physician elected to repair the lead and used an adapter to turn the bipolar lead into a unipolar lead. The lead was tested and all measurements were within normal range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.